Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event and therapy dates are estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 3006705815-2020-30496. It was reported that during a back-fusion surgery, patients lead was accidentally cut off thereby leading to ineffective therapy. As a result, to address the issue patient underwent surgical intervention wherein the rest of the leads attached to the ipg and the system were explanted on (B)(6) 2020.